Event description:
While setting crrt [continuous renal replacement therapy] cartridge/filter up and after priming was completed and writer was snapping lines to remove air writer noticed water leaking from filter inside machine.